Event description:
The 2.5 x 13mm cypher stent had a crack in the hub. It was noticed as the product was taken out of the package. The product was not used in the patient.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.